Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b5; d4; d9; h1; h2; h3; h4; h6; h11 complaint can be confirmed through the returned product analysis. A visual inspection was conducted on the returned 74-0004 tensioner. The tensioner shows signs of attempted use with very heavy marking on the band. Further inspection of the band shows that it has snapped. There is bending and warping at the location where the band broke. The needle portion of the band was not returned. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information and/or corrected information.

Event description:
It was reported during the chest closure, the 8 hole band fractured and was unable to be repaired. Therefore, the surgeon had to open another system to complete the procedure. This resulted in a slight delay but no injuries to the patient and all pieces of the fracture implant were removed. The correct surgical technique was used.

Manufacturer narrative:
(B)(4). The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during chest closure, an 8-hole band fractured and was unable to be repaired. Therefore, the surgeon opened another system to complete the procedure. There was no patient injury as a result of the malfunction. Attempts have been made, and no further information has been provided.